Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a non-calcified vessel. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured in a form of a pinhole was noted upon third inflation at 6 atmospheres for 1 minute. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient is in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).